Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the bronchofibervideoscope experienced image failure. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h3. The device was returned to olympus for inspection, and the reported failure of image failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: white residue found on the light guide lens. Based on the results of the investigation, the probable cause of the image failure was traced to component failure: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.